Event description:
The user reports not noticing any changes in hearing performance and has no complaints.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode is likely caused by minute device mobility. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further checks are planned but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports not noticing any changes in hearing performance and has no complaints.